Event description:
The surgery center reported the phacoemulsification unit locked up at the end of a procedure. In addition, when loading the cassette, there was no audible prompt and the system froze. The surgery center rebooted the unit and was able to pass the prime and tune stage and the monitor went into a black screen. The surgery center was not able to complete the procedure with the same unit and surgeon had to complete the cataract surgery manually. The procedure was completely successfully. The surgery center indicated there was a delay time but no consequence to the patient. No patient injury reported.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the reported issue described by the account. The fss proactively replaced the advantech printed circuit board (pcb) and hard drive. In addition, the fss performed an annual preventative maintenance. The fss performed a field service checklist. The fss performed a software upgrade and performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.